Event description:
Several 3m #1243 comply sterigage steam chemical integrators appeared to have "exploded" in sterilized peal packs, wrapped packs and rigid containers. All collected were of lot number 202311dp and 202311dr. 3m has been notified of the two affected lot numbers.